Event description:
Cutting forceps would not work during case, even after changing cords. Surgeon switched to another brand to do the procedure. No harm to the patient or staff due to the malfunction. No patient info provided to risk management.